Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were prepared by flushing with heparinized saline. Transseptal puncture was successfully achieved. The guidewire was introduced into the vein, and the sheath and dilator were advanced to the left atrium. The dilator and guidewire were removed from the sheath, and the sheath was aspirated before connecting it to flush. The catheter was prepared, guidewire was introduced and the device was connected to flush and to the generator. The catheter was introduced into the sheath, and the sheath was aspirated before the catheter was fully introduced into the left atrium. Upon aspirating the sheath, the physician saw continuous air bubbles in the sheath even though the catheter was introduced with the guidewire retracted just at the tip of the catheter before introduction and during introduction into the sheath, the catheter was held at the valve for blood backflow to move in between the splines of the catheter. After multiple attempts of further aspiration of the sheath, the physician was no longer concerned and continued the procedure with the original sheath. The procedure was completed successfully with no patient complications. The sheath was returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were prepared by flushing with heparinized saline. Transseptal puncture was successfully achieved. The guidewire was introduced into the vein, and the sheath and dilator were advanced to the left atrium. The dilator and guidewire were removed from the sheath, and the sheath was aspirated before connecting it to flush. The catheter was prepared, guidewire was introduced and the device was connected to flush and to the generator. The catheter was introduced into the sheath, and the sheath was aspirated before the catheter was fully introduced into the left atrium. Upon aspirating the sheath, the physician saw continuous air bubbles in the sheath even though the catheter was introduced with the guidewire retracted just at the tip of the catheter before introduction and during introduction into the sheath, the catheter was held at the valve for blood backflow to move in between the splines of the catheter. After multiple attempts of further aspiration of the sheath, the physician was no longer concerned and continued the procedure with the original sheath. The procedure was completed successfully with no patient complications. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.